Event description:
Device was placed in patient in the lower leg, close to ankle. The catheter allegedly broke and came out of the patient. Therapy had been concluded, and there were no pieces left in patient. (B)(6) 2014 it was reported that mother notified rn that catheter broke. Device was implanted for a day. They do not currently have any type of external securement device.

Manufacturer narrative:
The complaint of a broken catheter was confirmed and the cause appeared to be use-related. The returned product was one 2fr per-q-cath catheter. The sample was received in two segments which shared a complete break at the distal end of the molded joint. The catheter segment measured 33cm in length. Blood residue was evident throughout the catheter tubing. Adhesive residue was evident on the luer adaptor. An attempt to infuse water through the sample using a 12ml syringe revealed that the proximal segment was patent to both infusion and aspiration with no observed leaks; however, the catheter tubing was fully occluded. Tactile inspection of the sample revealed extensive tensile weakness throughout the proximal end of the catheter tubing and throughout the molded joint. Microscopic inspection of the proximal end of the catheter revealed sharply defined break edges with a coarsely granular texture. The results of this investigation were consistent with damage caused by tensile stress most likely caused by pulling on either the luer adaptor or something attached to the luer adaptor. A lot history review (lhr) of reyh1493 showed no other similar product complaint(s) from these lot numbers.